Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, the customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with support from technical support, but issue did not resolve, so customer switched to multiple daily injections as backup therapy, was provided replacement pump.